Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(4) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 05/09/2016 sensor was inserted on (B)(4) 2016. At the time of contact, no injury or medical intervention was reported. It was also reported that calibration was not performed accordingly, patient entered fingerstick values during rapid rate change. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. It was also reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the out of range symbol shows in the status area.